Manufacturer narrative:
Insert not seated properly. Surgeon impacted insert lip bent on the underneath of the anterior lip of the insert ie. Poly that clips into fb tibial surface. Curved plus size 4 8mm poly used to complete procedure. Surgeon requested to use curved plus instead of waiting for another curved implant to arrive from the office. Approx 5 minute delay. No adverse outcome of patient reported at time of surgery. No further information available. Product not available for return. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Insert not seated properly. Surgeon impacted insert lip bent on the underneath of the anterior lip of the insert.